Manufacturer narrative:
The investigation included root cause, and analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that two cleo infusion set sites became dislodged and that the patient experienced repeated line blocked alarms during setup. There was no patient injury reported.

Manufacturer narrative:
D1 - brand name: updated. D3: updated. D5 - operator of device: updated. H3 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.